Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two (2) unknown 2.0mm locking screws. Implant date was in (B)(6) of 2016. Implant date was approximately 2 weeks prior to revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device (s) not returning.

Event description:
It was reported that two loose locking screws were removed and replaced during a revision surgery on a thumb fracture on (B)(6) 2016. A 2.0 locking plate and 4 or 5 additional screws (combination of 2.0 locking screws and 2.0 cortex screws) were originally implanted approximately two weeks prior to revision. The screws were found to be loose on x-rays during routine follow up. The surgeon stated that the patient was noncompliant. The two loose locking screws were replaced with new locking screws and the fixation was reinforced with three k-wires. The surgery was successfully completed with no delay and successful patient outcome. Concomitant medical products: 2.0 locking plate (part number unknown, lot number unknown, quantity of 1; 2.0 locking screw and/or 2.0 cortex screw (part number unknown, lot number unknown, quantity 4 or 5). This is report 1 of 1 for (B)(4). This is for two (2) unknown 2.0mm locking screws.

Manufacturer narrative:
Device code was incorrectly reported on initial report; should be code (B)(4) for unintended movement. Updated device code reflected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.